Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not come off the pump today. Reportedly, after multiple attempts, the patient was able to remove the cap and re-secure it to the pump following a reboot for a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.